Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose since yesterday. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer's current blood glucose is also over 600 mg/dl. Customer reported having a shortness of breath and vomiting as symptoms related to her high blood glucose. Customer treated with a manual injection. Customer was advised to contact her health care professional. Customer stated that she has already contacted her health care professional and was recommended to go to the hospital. However, customer stated that her manager won't let her leave work. Customer was advised to do a complete set change.